Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the patient who was receiving unknown morphine drug (30 mg/ml at mg/ml) and bupivacaine (7 mg/ml at mg/ml) via an implantable pump. It was reported that the patient stated the pump was not giving them pain relief, so the healthcare provider (hcp) is replacing the catheter. Patient did have a dye study in (B)(6) which the rep was not aware of. Pain management doctor and surgeon agreed to replace the catheter and lower dose to minimum rate and plans to titrate up as needed. During the catheter replacement on (B)(6) 2026, the catheter was found in half within patient¿s back at spinal segment. Collection of fluid found in pocket of pump. No factors that may have led to or contributed to the issue were noted. Catheter was replaced and the issue was resolved.